Manufacturer narrative:
Concomitant medical products:: product ID: neu_unknown_lead lot# unknown , product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a healthcare provider mentioned the patient was having a revision on (B)(6) 2021 for cervical lead placement. They had no other information with regard to the revision. No product or therapy issue was reported.